Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited undersensing in the non-boston scientific right atrial (ra) lead. As a result, pacing was not being delivered when required. Technical services (ts) was contacted and after reviewing the data, recommended additional testing and monitoring. This crt-p system remains in service. No adverse patient effects were reported.